Manufacturer narrative:
(B)(6) incident report reference no. (B)(4). (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2014. Reportedly, on (B)(6) 2016, the patient started to experience pain in the pelvis, right hip and calf of the right leg, pinching thigh, feeling of tearing in the knee, pain in the entire leg, impossible to walk more than 15 minutes without having intense pain. The patient also experienced stiffness in sitting and getting in and out of the car, unable to sit and stand for long, pain in the lower abdomen, could no longer cross the legs, restricted sexual activity. Cannot do house chores more than 15 minutes without being exhausted. Intense pain in the leg, pelvis and hip all night causing not being able to sleep full night for three years. Cannot plan anything; work, invitation or other due to this.